Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the main control pcb fixed the issue. Ventilator operates according to specifications.

Event description:
The customer reported that the ventilator gave an alarm for circuit fault, low ve and transducer fault and high rate. Ventilator was giving continuous highlighted alarm. No patient involvement.